Manufacturer narrative:
Color: pink. Battery life remaining: n/a. Per visual inspection: no cosmetic damage noted. Customer reports: hard to dial passed 2 units. Several attempts were made to pair inpen, every time app displayed dose doesn't match and inpen not found. The inpen does not pair with commercial mobile app. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 4 units. The injection button was removed and no dust / debris under the dose button or dose knob noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also contamination build up found caused by encoder wheel tabs rubbing at the walls of the dose nut. (B)(4).

Event description:
Information received by medtronic indicated that the dial on inpen will not turn past 2 units. No harm requiring medical intervention was reported. The customer will discontinue use of the device.